Event description:
It was reported that a spectrum pump shuts down intermittently on batter power during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref. No. : (B)(4). Baxter received and evaluated the device. The reported symptom "shuts down intermittently on battery power" was confirmed through the history log but could not be reproduced. The device was tested with passing results and found to be in specification. The symptom may be related to the wireless battery module that was not received with the device.